Event description:
It was reported that the patient was implanted with expired leads. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4074 implantable pacing lead implanted: 2013 (B)(6); addrs1 implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).